Manufacturer narrative:
Section h1: correction. Section h4: additional information. Manufacturer's investigation conclusion: the reported event of a motor disconnected alarm was not confirmed. No log files were associated with the reported event. Per additional information, the centrimag motor was unable to be obtained and returned for analysis due to current global restrictions. This file will be reopened with further analysis if the motor is returned for investigation once global restrictions are lifted. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for centrimag motor serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4-"warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10-"emergency / troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1-"appendix I - primary console alarms and alerts" contains a list of console alarms and alerts, including motor disconnected alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the "motor disconnected" alarm was observed when the centrimag (cmag) motor cable was connected to a primary cmag console. This occurred during the testing of device. The alarm remained active despite effort of re-connection, and still continued when the defective motor was connected to two different cmag console. The primary cmag console with a different cmag motor showed full operational status. Visual inspection of the defective cmag motor cable connector showed no evidence of any damage.